Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. The stylet was kinked/buckled. The distal conductor of the lead was obstructed due to a stylet stuck in the lumen. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was returned with a kinked stylet stuck in lead. The df-4 connector was pulled to break. Visual inspection indicated the pin, the rings still intact with the coil and cables. The analyst was careful to remove the stylet from lead to perform electrical testing. All electrical testing was within specified parameters. According to the complaints and the analysis results, it is likely that during reposition of the lead, the stylet was kinked and stuck in lead. The df-4 connector was pulled to break when pulling stuck stylet from lead by forced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: dtpa2d4 crt-d, implanted: (B)(6) 2021, 5076-52 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead integrity alert for noise and numerous short ventricle to ventricle intervals. T-wave oversensing (twos) was also noted. There had been a previous impedance warning on the rvtip to rvcoil for high impedance and the left ventricular (lv) tip to rvcoil for high pacing impedance. The r-waves were chronically low and there were high rv thresholds. High atrial thresholds were also noted. It was found that the rv lead had dislodged. The lead was repositioned. During the procedure to reposition the lead, the connection on the lead showed damage. The rv lead was then explanted and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.